Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery needs to be replaced to address the issue. No repair performed due to the device not needed for inventory. The unit will be scrapped. There was evidence of insect infestation, which was not related to the malfunction/issue.